Event description:
It was reported a system error occured at end of a session and the power was then cycled. The programmer was being powering back up at new location and a system error occurred again. The programmer is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.